Event description:
It was reported from china that during a demonstration, it was observed that the micro tornado hp w handcontrol device was getting too hot. Additionally, the user sometimes had to press the button multiple times before it would work. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : heat, functional : button failure. Handpiece was reported to have button issues and high heat. Both fault was confirmed. Replaced keyboard and motor. Full servicing done. Handpiece has been tested and is working within specifications. Per service report, this complaint was confirmed. The circuit board and cable, electrical were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.